Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned sample showed no signs of physical damage. The clic device was unable to power on. A verify accuracy test failed as one could not be performed. An internal inspection revealed corrosion on the receiver board, evidence of thermal decomposition and corrosion on the power board, and dried residue on the cable connector and clic housing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the power board.

Event description:
A biomedical technician (biomed) at a user facility reported that a crit-line clip (clic) device would not verify. Additional information was provided by the biomed during followup. It was confirmed that there was no patient involvement regarding the reported issue. Another clic device was used for treatment. The sample was returned to the manufacturer. During a physical evaluation, corrosion was identified on the receiver board and there was evidence of thermal decomposition and corrosion on the power board.